Event description:
Per incident report, "rhophylac (rhogam) product syringe would not dispense blood product. Attempted to deliver IV and im. It appears that the syringe did not respond to the cap being broken off, and there was still a barrier preventing the passage of contents through the hub no matter the route of administration. Product was eventually administered after drawing full amount into another syringe." This reporter stated in the incident report that other nurses have had the same experience with this product. I have learned from the ob manager that patients have gotten stuck with the needle and then needed to be restuck because the blood product was not dispersed. They were from same lot. This is a pre-filled syringe of rhophylac.the issue, however, is related to how the rhig was given (im or IV).

Event description:
Per incident report, "rhophylac (rhogam) product syringe would not dispense blood product. Attempted to deliver IV and im. It appears that the syringe did not respond to the cap being broken off, and there was still a barrier preventing the passage of contents through the hub no matter the route of administration. Product was eventually administered after drawing full amount into another syringe." This reporter stated in the incident report that other nurses have had the same experience with this product. I have learned from the ob manager that patients have gotten stuck with the needle and then needed to be restuck because the blood product was not dispersed. They were from same lot. This is a pre-filled syringe of rhophylac.the issue, however, is related to how the rhig was given (im or IV).